Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gi bleed could not be conclusively determined. Gi bleed is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleed has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 after a fall at home in the setting of several days of excessive fatigue and lower extremity weakness. He was found to be anemic with hemoglobin of 8.6, down from 12.8 on (B)(6) 2020. Stool hemoccult tested positive. Stools were chronically dark secondary to iron supplementation. Inr was therapeutic and there were no signs of brisk gi bleed. There was concern for low-volume gi bleed, including colonic and/or small bowel avms. A capsule endoscopy was performed on (B)(6) 2020 and revealed oozing avms in the duodenum and jejunum. Now status post double balloon endoscopy (dbe) with identification and treatment of bleeding avm in the jejunum. Hemoglobin remained stable and there was no need for transfusion.